Event description:
It was reported that the patient presented to the emergency room with pectoral muscle stimulation. An x-ray showed that the distal coil of the right ventricular [rv] lead was pulled back into the pocket and the lead was coiled around the device. The physician suspected twiddler's syndrome. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned and analyzed. No anomalies were found. The outer insulation exhibited a cosmetic depression, and blood was found in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head).